Event description:
It was reported that during a case, the surgeon implanted a 3.5x16mm locking screw using a ratchet handle and felt it was too long. The surgeon attempted to remove the screw and while doing so, the tip of a t8 driver broke off into the screw head. The surgeon attempted to remove the driver tip but was unable to do so. The broken driver tip was left implanted in the screw head. The case was completed and no patient complications were reported.